Event description:
It was reported by repair work order that the customer alleged the head section comes off when pulled, which could effect stability. The retaining post is loose which could affect securing to the fastening system. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the customer alleged the head section comes off when pulled, which could effect stability. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also discovered during the investigation that the retaining post is loose which could affect securing to the fastening system.